Event description:
"During insertion into the aorta, the peel-away of the catheter broke and another catheter had to be used." Additional information states that a second iab was inserted at a different insertion site. No reported harm or injury to the patient. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"During insertion into the aorta, the peel-away of the catheter broke and another catheter had to be used." Additional information states that a second iab was inserted at a different insertion site. No reported harm or injury to the patient. The patient status is reported as "fine".